Event description:
The customer has reported the system would intermittently not boot up. There is no report of injury or death associated with this event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The system operates as intended.